Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Subsequently, the ipg was explanted.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), at follow up the device exhibited expected longevity approximately 22 months. Approximately 7 months later, follow up revealed elective replacement indicator (eri) triggered. The ipg remains in use. Action plan to replace device on a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.